Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was in the operating room for pacemaker implant due to respiratory status and need for anesthesia. The right ventricular lead exhibited low sensing, so it was repositioned to obtain normal measurements. While the lead was being sutured in the pocket, patient's heart rate was increased with decrease in blood pressure. Increase in cardiac silhouette was noted under fluoroscopy. There was pericardial effusion and cardiac tamponade. Pericardiocentesis was performed. Patient continued to decompensate and eventually needed CPR until rhythm was restored. Patient also required a pericardial drain placement and multiple defib shocks for vf. The lead and device were functioning appropriately throughout the event and procedure was completed without complications. The pacemaker had normal function the day after implant, however, patient's condition was unstable. Patient was made palliative care and life support measures were withdrawn. The patient deceased few days later due to device unrelated reasons. There is no allegation from healthcare professional that patient's death was related to pacemaker system.